Manufacturer narrative:
Insulin pump passed the self test and displacement test. However, software low level failures alarm found in the pump history due to software error. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Software low level failures confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures error while doing the self test. The customer¿s blood glucose was 200 mg/dl at the time of incident. The customer also state that customer received software error detected alarm and customer state that the customer was able to clear the alarm and able to rewind the insulin pump. The insulin pump will be returned for analysis.